Event description:
End user reported experiencing difficulty de-bubbling the bifurcated fluid delivery set. They have been using a lot (500cc or more) of saline while trying to de-bubble the set. The device is furnished to the end user in a convenience kit. There has been no pt injury. The issues were occurring during preparation. No sample was returned.